Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and they experienced high blood glucose. The customer¿s high blood glucose was 512 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did receive a sensor error alert and calibration error. The customer declined troubleshooting for high blood glucose. The sensor will not be returned for analysis.